Event description:
Analysis was completed on the returned programming handheld. During the analysis, it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. No further anomalies associated with the handheld performance were identified during the analysis. Analysis was completed on the returned programming software. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
.

Event description:
Additional information was received that the issue experienced was that the screen would freeze in the alignment step and not show the next step or menu. The issue has been isolated to the programming handheld. The issue occurred regardless of whether the handheld was plugged into a wall outlet or not. There is no known trauma or bad storage conditions for the handheld. The programming handheld and software have been received by the manufacturer for analysis; however, analysis has not been completed to date.

Manufacturer narrative:
Describe event or problem; corrected data: the previously submitted MDR inadvertently failed to report the results of product analysis.

Manufacturer narrative:
Name and address; corrected data: the previously submitted MDR inadvertently failed to provide the initial reporter of the event. Occupation; corrected data: the previously submitted MDR inadvertently failed to provide the initial reporter of the event. Device manufacture date; corrected data: the previously submitted MDR inadvertently provided the wrong manufacture date for the suspect device. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns programming handheld is malfunctioning. Attempts to obtain additional relevant information have been unsuccessful to date. The handheld is expected to be returned for analysis, but has not been received to date.